Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed through the medical review. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). " damage was observed on the articulating surface of the insert , consistent with explantation." The mar concluded that "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided information by a clinical consultant concluded "an infectious complication early after accolade/trident total hip arthroplasty requiring irrigation and debridement with liner and femoral head exchange." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot and sterile lot. Conclusions: a medical review was performed and indicated that there was not evidence of a device related issue, also supported by mar findings. The clinician concluded that the event was caused by "an infectious complication early after accolade/trident total hip arthroplasty requiring irrigation and debridement with liner and femoral head exchange." No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
It is reported that a revision operation occured on a th prothesis that was inflamed. A total hip was placed on the (B)(6) 2015. It is reported that an inflammation occured after this operation. On the (B)(6), a revision operation was performed to change the insert and the head. After the operation, the doctor noticed that the insert was damaged. The doctor would like to know if this was due to the inflammation reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported that a revision operation occurred on a th prothesis that was inflamed. A total hip was placed on (B)(6) 2015. It is reported that an inflammation occurred after this operation. On (B)(6), a revision operation was performed to change the insert and the head. After the operation, the doctor noticed that the insert was damaged. The doctor would like to know if this was due to the inflammation reaction.